Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: eea28 was used for the side-to-end anastomosis. The surgeon fired the device after the green mark appeared and squeezed the handle completely. After firing, the surgeon examined the anastomosed part with cf and confirmed it had no problem and closed the incision. On (B)(6) leakage occurred and re-operation was performed. It was found the oral side of the colon was not stapled and the anastomosed part was separated. Some staples remained on the anal side. Stoma was created and the pt is currently under observation in ICU. After re-operation, the surgeon and the sales rep reviewed the surgery video and found the outer staples held only serious membrane.